Event description:
The physician reported during the procedure of ruptured aneurysm therapy of the posterior communicating artery, (pcomm) in a female patient, the guidewire ruptured at the junction between the soft and rigid part after around 20 to 25 minutes of use. The patient presented with a major subarachnoid hemorrhage (sah) and initial condition of loss of consciousness. The physician attempted to treat by endovascular thereapy. The guidewire ruptured while being partly in aneurysm and partly in internal carotid artery. The physician used the wire in a j shaped tip and mentioned that weakening of the tip could come from the shapeable use of the device. The physician stated that the procedure was stopped after this event, but it did not lead to additional ischemic or haemorrhagic complications. Three days later, the patient died due to the initial major sah.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the device is returned and the investigation has been performed, the results will be submitted in a supplemental report.